Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the balloon in the tube was punctured, with the patient intubated and the surgery already underway, it was necessary to stop the surgery and change the patient's tube. An airtrack was in use when the incident occurred. There was patient involvement and according to customer's report, there was no patient harm.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.